Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss alarm. The customer utilized the iab fill key. The augmentation was turned down initially due to the frequency of the alarm (every two hours). There was no presence of blood in the helium tubing, no external kinking, and all connections were secure. The getinge representative went through different clinical possibilities with the customer. It was noted that the patient was tachycardic and on the ventilator with a peep of 10. It was reviewed that the cause of the alarm was a combination of the above clinical conditions which are causing an increase in the patient¿s intrathoracic pressure. The monitor on the console showed it was functioning very well with excellent afterload reduction and no signs of visible kinking. The customer went back up on the augmentation because the patient's augmentation pressure dropped by 20mmhg. The team understood to use the iab fill key should the pump alarm again. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).